Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complained of shortness of breath. During interrogation, the atrial lead exhibited noise reversion and episodes recorded as auto mode switch which was consistent with sinus tachycardia. During a follow up visit on (B)(6) 2014 the noise was not reproducible with isometrics. The device mode was reprogrammed. The patient would be monitored.